Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the unit will shut down. No audible alarm, no power.

Manufacturer narrative:
Additional/updated information was added to reflect the concentrator being returned to the manufacturer for evaluation. The result of the evaluation was that the compressor had low output causing the unit to shut down, which confirmed the original complaint issue. However, the audible alarm was functional and the unit was able to power up. Therefore, this is no longer an FDA reportable event. The following fields were updated accordingly.

Event description:
The provider states the unit will shut down. No audible alarm, no power.